Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as weak knees, discomfort, hypoglycemia, and was unable to self-treat. The customer requiring glucose treatment from a family member for the issue. There was no report of death or permanent impairment associated with this event.